Event description:
Caller alleged discrepant results with the inratio2 meter compared to the laboratory. Complaint summary: date (B)(6) 2013, inratio 1.3, lab 2.0, time between testing (five minutes). Patient's therapeutic range is 2-3. Mother of patient called to report issue. No other information was provided.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint was returned. Moreover, no strip lot information was available for further action. Root cause could not be determined from the information provided by the customer. Trend analysis is not required due to no strip lot information provided. This issue will be subjected to tracking and trending. No corrective action is required at this time as not product deficiency was established.